Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk bi-v ICD, (B)(6) 2012; 5071-35 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device experienced possible premature battery depletion due to high pacing thresholds on the left ventricular (lv) leads. The lv leads remain in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.